Manufacturer narrative:
B3: date of event is estimated. The inogen team attempted to contact the patient for further information three times with no response. Unit came in for power port damaged. Unit has power; and charging discharging functions are working properly, however, the unit shuts down after a few minutes with error 4d, caused feed valve being stuck due to debris inside.

Event description:
It was reported that the patient's device was not powering on when they arrived at a doctor's appointment and the patient's oxygen levels dropped. As a result, the patient was admitted to the hospital. A replacement device was shipped to the patient. No additional information is available at this time as multiple attempts to contact the patient were unsuccessful.